Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and no unexpected battery alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, a cracked display window and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm and battery out limit on the insulin pump. The customer's blood glucose level was 140 mg/dl. The customer stated that the insulin pump alarm after the battery change. The customer was advised that is normal behavoir of the insulin pump. The customer was asked if he recalls any significant events leading to button error alarm and he said no. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instructions.